Event description:
A 2-level vectra plate and screws, implanted at c5-c7, are pulling out at c5. Spacer graft seems to have rotted. Surgeon plans to revise the patient.

Manufacturer narrative:
Additional information will be requested. Manufacture site and manufacture date cannot be determined without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned. Manufacturing records could not reviewed without a lot number.